Event description:
Additional information received from the healthcare provider (hcp) on 2016-jul-21 reported that the implant needed adjustment to alleviate the sudden return of incontinence, abdominal pain, and painful urination.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that on (B)(6) 2016 they had an increase of symptoms. On (B)(6) 2016 they went to the local urgent care because they suspected a urinary tract infection (uti). They experienced abdominal pain and pain when urinating. The patient was given antibiotics and she took them, but the specimen came back as no infection. The returning symptoms of urinary incontinence were noted as sudden. On (B)(6) the patient went to their healthcare providers office to change programming and therapy has been better since. The patient also mentioned they are having a knee replacement surgery next month and was instructed to bring the patient programmer with them to the procedure. The implantable neurostimulator (ins) is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.